Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported an issue with the involved tr band. The staff inflated 16cc of air yet when they went to remove air there was only 6cc of air. The account believes it has a hole in it. Additional information was received on (B)(6) 2021. The procedure performed for the patient prior to staff using tr-band was a cath. The tr-band still held pressure with the deflated of air occurring, and no hematoma occurred. There were no patient consequences due to the loss of air. There was no blood loss greater than 250cc. The patient's condition was stable.